Event description:
It was reported that the zero electrode read greater than 4,000 ohms. The physician used forceps when the lead was placed into the pocket. The lead was also cleaned and increased before being paced into the ins. The zero electrode did not appear to be misshaped. Further info is being requested from the health provider.